Event description:
It was reported that during an infusion of heparin (vtbi and delivery parameters are unk), a clinician noticed that a device was powered off for an unk amount of time. It was also reported that there was no injury to the pt.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval could not confirm or reproduce the reported "pump turned off by itself." The customer reported that at 12:00 edt heparin drip no longer running. The history log shows that at 14:59 gmt (12:00 edt) the infusion was completed and at 15:08 gmt (12:09 edt) the pump was powered off by a user as indicated by "pump off" in the history log. The device was returned to the customer.